Manufacturer narrative:
(B)(4). Additional patient code: 1154. The following additional information was received: can you identify the product code, lot number of stratafix suture used? Sxpp1a404 and sxpd1b401, lot not known. What tissue layer was the stratafix suture used on? Sxpp1a404 fascia/muscle and sxpd1b401 fat/subcutaneous tissue. What was the condition of the tissue where suture was used (normal, diseased, weakened)? Normal. Was the fixation tab intact when the suture was placed in the patient? On the original op-date yes, post unknown. Where did the suture start (top to bottom or bottom to top)? Unknown. When suturing with stratafix, how far was the bite from the edge of the tissue? Normally between .5-1cm but unsure. Were any solutions used during closure (ie antimicrobial)? Sxpp1a404 has antibacterial coating sxpd1b401 does not. What was the indication for the lumbar ¿wound debridement¿? Wound breakdown. What is the surgeon opinion as to relationship of the stratafix suture and the patient event? As patient was not compliant with postop advice, patient lied on her back post-op. Were any cultures taken of the wound? Yes, rooms has not yet confirmed. What were the results of the cultures? To be advised. Can you describe the appearance of the suture during the second procedure? Unknown. Was the suture found intact and tissue pulled away from suture? Unknown. Was the suture found broken, can you identify where (termination, middle, end)? Unknown. Do you have the status of suture for evaluation? No, discarded. Can you provide patient gender, weight, other medical conditions? Female. What is the current condition of the patient? Unknown. It was reported that ¿surgeon believes that this event is caused due to patient's non-compliance to post-op advice. At 2 weeks post-op the wound was healing well and the surgeon was happy with the result.¿

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the lot number of stratafix suture used? What tissue layer was the stratafix suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Where did the suture start (top to bottom or bottom to top)? When suturing with stratafix, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? What was the indication for the lumbar ¿wound debridement¿? What is the surgeon opinion as to relationship of the stratafix suture and the patient event? Were any cultures taken of the wound? What were the results of the cultures? Can you describe the appearance of the suture during the second procedure? Was the suture found intact and tissue pulled away from suture? Was the suture found broken, can you identify where (termination, middle, end)? Do you have the status of suture for evaluation? Can you provide patient gender, weight, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown spine procedure on (B)(6) 2018 and barbed suture was used. The patient experienced an unknown wound complication. An additional procedure was performed for lumbar wound debridement and wound re-suturing on an unknown date. The current status of the patient is unknown. Additional information has been requested.